Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. No lot number was provided. A review of the december 2024 monthly report for adynovate was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for this subcategory for 2024 ytd was approximately (B)(4), this is compared to previous years 2022 at (B)(4) and 2023 at (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from takeda market surveillance on (B)(6) 2024: per email: patient reports 4 of the adynovate vials malfunctioned. (B)(6) 2024: follow up to reporter sent (see attachment "pr (B)(4)_follow up to reporter and response_(B)(6) 2024.pdf"). Drug safety argus request sent (see attachment "pr (B)(4)_drug safety argus request and response_(B)(6) 2024.pdf"). (B)(6) 2024: drug safety argus response (see attachment "pr (B)(4)_drug safety argus request and response_(B)(6) 2024.pdf"). (B)(6) 2024: 2nd follow up attempt to reporter sent (see attachment "pr (B)(4)_follow up to reporter and response_(B)(6) 2024.pdf"). (B)(6) 2024: response from reporter received (see attachment "pr (B)(4)_follow up to reporter and response_(B)(6) 2024.pdf"). Additional information obtained from reporter on 16-dec-2024: 1. Can you provide the lot number of the defective units? Ans: the defective units have been discarded. Lot # unavailable. 2. Can you describe in more details the defect observed? What was the malfunction? Ans: pt reports he was able to push water into the powder to create a diluent. However, he was unable to pull any solution into the syringe. He reports it was just air going into the syringe. 3. How much of the water transferred? Some? None? Ans: all of the water transferred into the powder. 4. Did the patient miss a dose due to this occurrence? Ans: no. Had enough vials on hand in refill to get dose on time. 5. Are the samples available for return and if so, can you provide the address where the return packaging should be sent? Ans: samples unavailable as they have been discarded. (B)(6) 2024: no lot/no sample request and response (see attachment "pr (B)(4)_no lot-no sample_(B)(6) 2024.pdf").